Manufacturer narrative:
Device code relates to problem code for the reported issue of clip difficult to release from the catheter. Mfg site name - freudenberg medical although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter, and the spring on the handle broke. Eventually, the clip was released after opening and closing the handle. It was also noted that the outer sheath detached from the device inside the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: a visual examination of the complaint device found that the clip assembly was half deployed, and the clip was not returned with the device. The yoke was still attached to the control wire. The over sheath and control wire were removed from the coil. It was also noted that the control wire was detached from the cross pin and the cross pin was detached from the slider. The set screw was not seated and the spring was detached from the handle. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter, and the spring on the handle broke. Eventually, the clip was released after opening and closing the handle. It was also noted that the outer sheath detached from the device inside the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.